Manufacturer narrative:
The estimate was rejected and the device was scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of physical damage and was scrapped per the customer's request.